Event description:
Vent shuts down while on patient transport, was allegedly running on l-on battery, but last message noticed on vent was batt low - no patient harm reported, was swapped to back up vent without issue. Vent now giving constant inop alarm after incident, unable to reset.